Manufacturer narrative:
Evaluation of the returned device showed wear and tear damaged enclosure, front cover, tank cover, line cord, and pole clamp. Broken micro switch and a faulty printed circuit board (pcb) that won't alarm when triggered. Physical damage to the micro switch. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D4 UDI is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is presenting with physical damage and the switch is missing. No patient injury has been reported.